Manufacturer narrative:
Inspected one opened and used reservoir. Performed occlusion and manual prime tests. Reservoir passed per specifications. No occlusion anomaly observed during analysis. Checked snap-cap and septum for defects and none were found. Reservoir filled and connected properly.

Event description:
The customer reported that insulin leaked from the reservoir connection. The blood glucose reading was 112mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.